Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7163255. UDI: (B)(4).

Event description:
It was reported that during patient's implant procedure, the physician believed that a wet tap occurred and performed a blood patch. There were no reported complications postoperatively and the patient did not have any other adverse effects.